Event description:
Physician implanted a 25mm pfo device with no problems. Echocardiographic guidance was not used. On routine post procedure, transthoracic echo revealed the device was not located in the heart. Pt came back to the cath lab and device was located in the pulmonary artery. Physician used a angioplasty guide catheter and wire to loop the device and retrieve it to the common iliac vein, as he found the goose neck not strong enough to hold the device and pull back through the pulmonary valve. The pt then went to theater where she underwent surgery to remove the device from the iliac vein.